Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the pump educator contacted animas, alleging that the patient experienced hyperglycemia due to a display issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 497 mg/dl with atypical thirst. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and the patient had remained on pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the pump had a dim display issue since about 2 months ago. The reporter stated that the display screens cannot be read/maneuvered safely and contrast reset did not resolve the issue. It was noted that there was no evidence of moisture corrosion in the pump. In addition, the patient was reportedly on steroids for an unspecified infection. The troubleshooting session was unable to identify a cause for the alleged display issue. The reported bg excursion does not meet the criteria for a serious injury. This complaint is being reported based on an alleged display issue of unknown causes.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/15/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The pump powered up to a dim and discolored display screen with auditory and vibratory features. No tactile issue was observed with the buttons. The reported display issue was duplicated in the investigation.